Event description:
It was reported that the cardiac monitor recorded two asystole episodes that were auto activated due to undersensing and loss of capture. The cardiac monitor remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.